Event description:
It was reported that the patient experienced a swollen scrotum, especially around the pump and the tubing. The patient presented at the clinic, was diagnosed with an infection, and was prescribed antibiotics for 14 days. Following the course of antibiotics the physician plans to reassess the condition of the patient and determine if a surgical procedure will be required. No additional patient complications were reported.

Event description:
It was reported that the patient states he woke up last friday with a swollen scrotum especially around the pump and the tubing. After a doctors appointment, the patient was diagnosed with an infection and prescribed with antibiotics for 14 days. The patient will have another doctors appointment in which the physician will assess if a surgical procedure will be required.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptoms are a known risk associated with ams 700 procedures and are noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists infection and swelling as potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.